Event description:
It is reported that the femoral component would not fix to the bone properly. The surgeon discovered that metal fragments from the fiber metal had broken off of the device. The surgeon elected to cement the femoral component into place.

Manufacturer narrative:
Evaluation summary: it is unknown what other components were implanted with the femoral component. The metal fragment was retained by the hospital and the femoral component is still implanted, so no analysis can be performed on the device. No operative notes, x-rays, or photos from the surgery were provided. It is possible that the loose fit could have been caused by incorrect bone cuts, but there is no additional info. A definitive cause cannot be determined at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be repopened. Zimmer, inc considers the investigation closed.